Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. The fracture plane has characteristics of failure under tension. Additionally damage to the outer sheath was observed near the upper hypotube. The sheath appears stretched. It is likely the reported failure can be attributed to user technique although a definitive root cause cannot be determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Upon inspection, the complaint was confirmed. The spiral-cut needle was broken near the upper-hypotube approximately 26.75 inches from the distal tip. The fracture plane has characteristics of failure under tension. Additionally damage to the outer sheath was observed near the upper hypotube. The sheath appears stretched. No additional abnormalities were noted during evaluation. The depth setter, sheath adjuster and handle were intact and in good condition. Furthermore, the distal tip of the needle and distal tip of the outer sheath are free from damage. No conclusion can be drawn at this time, if additional information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that the needle broke where the sheath meets the handle during a procedure. There was no patient injury reported. The intended procedure was completed using another vizishot needle.